Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, a hair was found in the sterile package. The physician was preparing to treat a 90% stenosed lesion located in the left anterior descending (lad) artery with the use of an encore advantage inflation device. The package was opened and a hair was noticed. The seal had not been compromised. The device was not used. The procedure was completed with another encore advantage device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(6). The complaint device was returned for analysis with no evidence of being used. Visual examination confirmed a hair inside the tray of the complaint device. The unit components were visually examined and no damage or defects were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing. (B)(4).